Event description:
It was reported that the insertable cardiac monitor (icm) exhibited undersensing. No programming changes made since the maximum sensitivity already set to the lowest value. The patient status was unknown.